Event description:
It was reported that during a laparoscopy procedure, the echelon stapler was loaded with the correct cartridge in the correct way when introduced into the abdomen and the cartridge popped out. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60 device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The returned reload was received unfired and in good visual conditions. The device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: did the cartridge fall into the abdomen? If yes, how was the cartridge retrieved? Was there any issue noted with the jaws of the device during loading? How was the procedure completed? What color cartridge was being used? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)?